Event description:
It was reported the patient presented in clinic for follow-up. During interrogation, a right ventricular capture threshold test was performed using the programmer. After the test was cancelled, the programmer kept pacing at the testing rate and lost capture for four beats before resuming capture. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of a delay during cancellation of capture test was confirmed. Based on the information provided, it was determined that the delay was a result of a software anomaly.